Event description:
Additional information was obtained from the field representative indicating that the hospital had the device.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) went to storage mode. The patient was lost to follow-up. Boston scientific technical services (ts) discussed that there will be no therapies once the device will revert to storage mode. This ICD was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.